Event description:
Incident occurred on (B)(6) 2018 in (B)(6). The customer states an employee experienced an allergic reaction while wearing ansell gammex non-latex pi surgical gloves and developed a burning/itching sensation and pink rash on her hands. The rash spread to her upper arms and then to her chest with welts. The employee was treated in the emergency room for an allergic reaction. She had elevated heart rate despite treatment and was admitted to ICU due to tachycardia. She was discharged from ICU after 2-3 nights.